Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had the device removed because it was "not functioning properly" and it did not help their symptoms. They thought the trial was too short because their healthcare provider was going on maternity leave so the patient did not think they were able to determine if the therapy would be successful. They had the device removed on (B)(6) 2020 due to this. They could not recall the event date (year was unknown), and were redirected to their doctor concerning insurance questions.